Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated there was no damage to the battery compartment or the battery cap. The yellow o-ring on the battery cap was confirmed to not be visible when the cap is secured to the pump. The reporter stated there was moisture corrosion inside the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the threads to the case seal. There was moisture damage observed in the battery compartment. The returned battery cap was stripped and was unable to secure tightly to power on the pump, duplicating the power issue. A leak test was performed revealing a battery compartment leak. A test battery cap was able to secure enough and power up the pump. The pump was exercised for 12 hours using the test cap with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.